Event description:
Lap chole - "clip applier released partially closed clip into abdomen while attempting to load clip. Misfired 2 more times. Surgeon commented that it appears to have a bent piece of metal causing clips to twist."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.